Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A 32mm maxera impactor was returned for evaluation. As returned, the impactor cap is crack. The device will no longer function as intended. Dimensional measurements are conforming to print specifications where measured. The device exhibits wear & tear that indicates successful use during a potential field age of approximately 6 years 3 months. DHR was reviewed and no discrepancies were found. Complaint history review determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign ¿ event occurred in (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument cracked during routine impaction. No adverse events have been reported as a result of the malfunction.